Event description:
A registered nurse (rn) for a home patient (hp) contacted baxter's technical service center to report an alarm during the drain state of their therapy using their home choice (hc) machine. This event occurred during use, patient connected. The nurse (rn) stated to the technical service representative (tsr) that the hp was confused and disconnected during therapy, spilling fluid from his catheter and that the rn continued therapy after the leak was discovered. The tsr helped the rn to stop therapy and instructed the rn to contact a nurse or doctor before continuing therapy. There was patient involvement but no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the registered nurse, who stated the patient became confused and disconnected from the disposable set before therapy ended. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.